Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The physician indicated that the patient had not been seen since 2010 and that there was no information regarding the cause or date of death. An online search was unsuccessful in obtaining information regarding the patient's death. Review of in-house device programming history identified that the device was off since 2004. There is no information since 01/11/2011; therefore, it is likely that the device was not programmed on at the time of death. No additional relevant information has been received to date.